Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin therapy. Customer's blood glucose (bg) was recorded as high. Customer delivered a correction bolus via the pump to address bg. Customer changed the cartridge and resumed pump therapy.